Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the tip of the trocar was blunt. The product was replaced and procedure completed with no patient harm reported. A product sample was received at the manufacturing site and it is awaiting evaluation.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Three opened trocar assemblies were received with tip protectors in a small parts tray for the report of blunt. The samples were visually inspected. One sample was found conforming and two samples were non-conforming with bent/damaged tips. Penetration testing was performed on the conforming sampler and was found conforming. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective cap, improper handling, or contact with another instrument during surgery or set-up. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar blades are 100% inspected for damaged and/or dull cutting edges and tips. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).